Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event of detachment of device component and expulsion: "method of use-posology ¿ juvéderm ultra¿ xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level."

Event description:
Healthcare professional reported that when starting to inject patient with a syringe of juvéderm ultra¿ xc, the needle popped off and there was accidental spillage. The packaged needle was used. There were no reported injuries.

Event description:
Healthcare professional reported that when starting to inject patient with a syringe of juvéderm ultra¿ xc, the needle popped off and there was accidental spillage. The packaged needle was used. There were no reported injuries.

Manufacturer narrative:
(B)(4). Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these issues: all the syringes are inspected individually after filling and no problem was detected. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). All the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that when starting to inject patient with a syringe of juvéderm ultra¿ xc, the needle popped off and there was accidental spillage. The packaged needle was used. There were no reported injuries.